Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that the threshold measurements on the right ventricular (rv) lead were greater than the programmed amplitude measurement. It was indicated that the r-wave has diminished. As a lead dislodgement was suspected, a x-ray was ordered. The x-ray confirmed the rv lead had dislodged. As a result, the rv lead was successfully repositioned. No additional adverse patient effects were reported.